Event description:
Patient with a history of a transobturator mid urethral sling placed five years ago attributes vaginal pain to mesh replacement. She initially did well and then she began having increasing dyspareunia, vaginal pain on the left side greater than the right, and difficulty urinating with post void residual 150 cc. Intraoperatively you could palpate the sling and it did appear to be in the proper position. There was no mesh erosion on the vaginal side or the cystoscopy.microscopic diagnosis:1. Vagina, "mesh", excision: fibrovascular tissue with focal foreign body giant cell reaction. Mesh (gross diagnosis).